Event description:
On may 20, 2008, the lay-user/patient contacted lifescan canada alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started on a week before. The patient did not take any actions related to diabetes treatment as a result of the reported meter issue. On an unspecified date/time after the issue began, the patient developed symptoms of a dry mouth and feeling tired. The patient was able to test his blood glucose on his mother's meter on two days prior to original date, and a result of approximately "30.0 mmol/l" was obtained. The patient denied receiving medical intervention from a health care provider. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimen, what his last meter reading was before the issue began, when the result was obtained, and what actions he took before and after he obtained the approximate result of "30.0 mmol/l." In addition, it would have been helpful to know what date/time the symptoms developed, if the patient tested on another meter after the alleged issue began and before he obtained the reported result on his mother's meter, and what actions he took in before and after he became symptomatic. The reported meter issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he obtained a result of approximately "30.0 mmol/l" (equivalent to 540 mg/dl) after the alleged meter issue began and also complained of symptoms that can be associated with hyperglycemia at that time.

Manufacturer narrative:
Test strip lot # not provided. Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.